Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes educator reported via phone call that the customer has been having issues with air bubbles in the reservoir over the past few weeks. It was stated that the issue tends to happen around the second day of use. The insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. Insulin did not look clear and customer's father took it to the pharmacy and would be sent to manufacturer to check. Customer had primed the bubbles out of the reservoir. Tubing clamp was unavailable for customer to check for leaks at the infusion site. It was advised to change infusion set, monitor and call back if issue persists.